Event description:
The customer reported receiving imprecise meter readings on her son's freestyle blood glucose meter when testing her son's glucose. The customer reports receiving readings of 216 mg/dl, 96 mg/dl, 70 mg/dl, 324 mg/dl, and 397 mg/dl within a ten minute time frame. When plotted the readings fell within the "c" zone of the parkes error grid and are considered clinically significant. In addition, the customer reports her son became "lethargic and nervous" and was seen at a local clinic and diagnosed with hyperglycemia. Customer's mother treated him with juice and his insulin was adjusted at the time of the clinic visit. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
(B)(4). The product has been requested and a follow-up will be submitted when results are available.